Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Potentially reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: the keypad cover is intact and all of the buttons responded during investigation. Removed keypad cover and no contamination was found under contacts. Investigators were unable to duplicate complaint of under responsive up/down/ok buttons. There was evidence of moisture visible behind display lens. A leak test failed due to case crack leak. A crack was found between case seal and keypad cover. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. Evidence of moisture was found throughout pump internally and n main pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.